Event description:
The customer's mother reported that her daughter experienced "high bg's all day" (282-269 mg/dl) with "large amounts of ketones". After seeing blood in the viewing window, the mother deactivated the pod; upon inspecting the removed pod, the cannula was observed to be "harder than usual". A kink was also seen in the cannula, though the pod did not initiate an alarm. A new pod was activated; the suspect pod will be returned for eval.

Manufacturer narrative:
The pod will not be returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was seen in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.